Event description:
It was reported that the right atrial lead exhibited noise. The physician elected to monitor the patient and not intervene at the moment. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).